Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 376877a meets release criteria. The product performed as expected. A review of the manufacturing records for lot# 376877a did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The following was reported via phone call. On (B)(6) 2016: inratio=1.2; retest inratio=1.2; lab inr results were approximately 2.4 and 2.7. The doctor stated that inratio results were lower than the lab by 1.2 inr and 1.5 inr but no exact results were provided. Technical service rep tried several times to obtain exact results but was unable to get this information. Lab and inratio testing was performed 10-15 minutes apart; the reported therapeutic range was: 2.5-3.5.